Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited tip cover discoloration. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the device's tip was burned. However, the definitive root cause of the burn could not be determined. It is possible that the event was caused by a high-energy endo therapy accessory that wasn't a sufficient distance from the tip. The instruction manual identifies verbiage which may have detected and prevented the phenomenon in ¿evis lucera gif/cf/pcf type 260 series ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.